Event description:
It was reported that the patient presented to the clinic for a routine follow up and the right ventricular lead exhibited noise reversion episodes. Noise could not be reproduced. The device sensitivity was reprogrammed. The patient was asymptomatic and would be monitored.